Manufacturer narrative:
Please note that the lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the cordis real-smart study, approximately 77 months after implantation of a 7mm x 40mm flex self-expanding stent (ses), the patient experienced in-stent restenosis which was managed with percutaneous transluminal angioplasty. This device-related issue did not result in any reported adverse event or serious adverse event, and the device remained implanted. No additional follow-up visits beyond this timepoint were available. Overall data collection extended to approximately 77 months post-procedure, meeting the study completion criteria without patient death occurring prior to the 5-year follow-up threshold. The patient underwent an endovascular procedure for peripheral artery disease involving treatment of a lesion in the left superficial femoral artery (sfa) using a single 7mm x 40mm flex self-expanding stent (ses). The lesion was characterized by approximately 90% stenosis prior to treatment, mild calcification, and classified as tasc a with moderate claudication symptoms. The procedure was performed under local anesthesia via contralateral femoral access using an unknown 6f sheath, and contrast medium was administered. Primary stenting was performed without pre-dilatation, and the lesion was successfully crossed and treated with one stent. The stent was fully deployed and expanded with balloon dilatation, resulting in no residual stenosis at the conclusion of the procedure. No intra-procedural adverse events or complications were reported, no additional stents were required, and no target lesion revascularization occurred prior to discharge. The patient was discharged one day after the procedure. At approximately 77 months following the initial procedure, a single follow-up assessment was conducted. Imaging via angiogram demonstrated residual stenosis of approximately 20%, with no evidence of target lesion restenosis reported during that specific lesion assessment and no target lesion revascularization performed during the follow-up period. Clinical status remained consistent with moderate claudication. The device will not be returned for evaluation.